Event description:
Per the clinic, the patient developed an infection around the abutment site. Additional information has been requested but has not been made available as of the date of this report.